Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/30/2020. Additional information was requested and the following was obtained: on what tissue was the suture used?: the suture was used for ureterocystanastomosis. What is physician¿s opinion as to the etiology of or contributing factors to these events? =>the doctor said ¿if the suture is not completely absorbed and it remains, there is a risk that the calculus grows.¿. The following information was requested but unavailable: is the surgeon alleging a deficiency with the suture? The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? When and how were the suture exposure and stone formation first observed by a doctor? What intervention was performed for these events? Date? Can you describe the appearance of the stratafix suture during surgical treatment if any was performed? Other relevant patient comorbidities/concomitant medications? Product lot number? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic assisted laparoscopic prostatectomy on unknown date and the barbed suture was used for ureterocystanastomosis. The barbed suture was exposed to the bladder side at the anastomotic site, and a stone was formed there. The doctor opined if the suture is not completely absorbed and it remains, there is a risk that the calculus grows. Thus, the doctor is considering performing an additional surgical treatment. Additional information has been requested.